Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; creases fold, wear abrasion, two linear openings on anterior and white particles in the shell. Leak test and microscopic analysis was performed which identified; crease sharp opening on posterior and two striated openings on anterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening two striated openings assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.